Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including congestive heart failure, diabetes mellitus, vascular disease, hypertension, abnormal renal/liver function, stroke, and prior stroke and transient ischemic attack (tia). Complications reported included pericardial effusion, unexpected medical intervention (pericardiocentesis); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: procedural comparison of the amulet versus watchman devices: a single center¿s 'change of heart'. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "procedural comparison of the amulet versus watchman devices: a single center¿s 'change of heart'", was reviewed. This research article is a retrospective single-center experience to evaluate the differences between the amplatzer amulet and watchman devices regarding procedural time, radiation dose, and contrast use. The devices included in the study were amplatzer amulet and watchman. The article concluded that there was significantly higher radiation dose associated with the implantation of the amulet versus the watchman devices. There were no significant differences between procedural time or contrast use between the two. [The primary and corresponding author was marc zughaib, cardiology, henry ford providence southfield hospital, southfield, USA, with corresponding e-mail: mtzughaib@gmail.com.] This study included patients who underwent left atrial appendage occlusion (laao) from 01 january 2017 to 31 december 2024. A total of 400 patients were included in the study, of which 50% (200) received an abbott device. The average age was 76.4 years. The majority gender was male. Comorbidities included congestive heart failure, diabetes mellitus, vascular disease, hypertension, abnormal renal/liver function, stroke, and prior stroke and transient ischemic attack (tia).